Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. Low battery alarm, off no power alarm and low reservoir alarm functioned properly. The insulin pump had a severely scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 148 mg/dl at the time of call. The customer's spouse stated that he treated his high blood glucose with manual injections. The customer's spouse performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer's spouse performed high pressure test and the insulin pump passed. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.